Manufacturer narrative:
The patient weight was not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 8 days. No product was returned for evaluation. A correlation between the device and the report of a ventricular septal defect could not be conclusively determined. The patient remains ongoing on lvad support and no further related issues have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was found to have a ventricular septal defect (vsd) following implant of the heartmate 3 lvas. It was reported that the event was determined to be possibly device-related. On (B)(6) 2018, the patient was taken back to the operating room for closure and repair of the defect. The pump speed setting was decreased from 6000 rpm to 5200 rpm due to the right-to-left shunt. It was reported that the patient recovered and was discharged home without further events. No additional information was provided.

Manufacturer narrative:
It was noted that the evaluation codes were inadvertently omitted from the initial medwatch report.